Manufacturer narrative:
The lot number for the malfunction was not provided and no lot history review was performed. The device has not been returned for evaluation, however, medical records was provided. Per review of the medical records, the investigation is confirmed for filter limb detachment and perforation of the ivc, however, inconclusive for filter tilt, filter migration and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500j vena cava filter allegedly experienced difficult to remove, migration of device or device component, malposition of device, detachment of device or device component, and patient device interaction problem. This information was received from one source. This malfunction involved one patient with no consequences. The patient is (B)(6) year old female and weight was not provided.